Event description:
It was reported that the handpiece began overheating during an extraction procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the nose cone, bearing stop, and driveshaft. Those parts were replaced along with the spindle housing, bearings, and other components. Service repaired and returned the device to the customer.